Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported that pacing lead impedance and capture thresholds have been steadily increasing since (B)(6) 2017 while r-waves had dropped in amplitude. Micro-dislodgement of the right ventricular lead was suspect causing a portion of the lead tip in direct contact with scar tissue around the patient¿s heart. Patient was asymptomatic. The lead was explanted and replaced. The patient was stable before, during and after the procedure.